Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the physician was not able to get acceptable threshold values with the lead. The lead was not used.